Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hypoglycemia with a blood glucose of 60 mg/dl on (B)(6) 2026 and treated it by taking sugar tablets. No further information available.